Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider alleges screw that goes into handle does not hold. When customer puts hands on handle it does not hold its loose and shakes.